Event description:
After deployment of zilver ptx stent the deployment device became stuck on the wire. Wire and deployment device were removed from the patient. In order to remove, sheath had to be placed into the previously placed stent. After removal of deployment device. The vessel became thrombosed. Thrombolectomy was then performed. Clot then migrated to the tibial peroneal trunk. Surgical removal was then required.